Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, on inspection, the handle was removed from the charger, but the display would not start up. The display was found to be blacked out. When the sales demonstration handle was connected to the charger, the green lamp flashed and charging began, so it was deemed a defect of that handle. With the sales demonstration handle connected to the charger, left in the room. A few hours later, the green lamp on the charger was found to be off. The sales demonstration handle was found not charged. The handle was inserted and removed several times, but the green lamp on the charger would not flash even once. When the sales demonstration handle was connected to the sales demo charger, charging started and the charging completed in about 1 hour. As such,it was determined that the charger also had a defect. The blue lamp on the charger was found to be always illuminated. The issue was not resolved. There was no patient involvement.